Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas for a separate issue and while troubleshooting for that issue it was discovered that pump has been priming insulin on its own. After reviewing prime history discovered that pump primed pump during the following times today: 4:09pm - 1.5 units, 4:08pm - 97.0 units, 4:08pm - 14.8 units, 4:07pm - 3.3units, and 4:07pm - 0.5 units. The patient states he was not connected to pump at this time because pump kept alarming exceeds maximum total daily dose and he disconnected pump and went to sleep: pump was disconnected from his site and in his pocket while he slept . The patient states he does not feel any dampness or wet spots anywhere, but cartridge is low. His current bg is 127mg/dl. The patient is adamant that he nor anyone else primed the pump at these times. Customer technical support (cts) instructed pt to discontinue use of pump and go to alternate from of insulin delivery, to continue to monitor bg and look for signs of hypoglycemia. The patient reports no recent trauma or evidence of moisture in pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history revealed that primes had been performed as reported on the event date. The history showed that the pump stopped delivery due to an exceeds total daily dose warning and that a full rewind, align, and prime was performed. During testing, no defect was found with any of the keypad buttons. The pump force sensor was found to be in calibration. The pump was able to be programmed to perform deliveries and the complaint could not be duplicated. The pump was exercised for 24 hours with no issues and no instances of the pump priming by itself.